Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis with the polymer separated. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the devices resulted in the noted guide wire separated/bunched polymer coating and the noted sds wrinkled inner/outer member and the noted wrinkled balloon shoulders; thus ultimately resulting in the reported difficulty to position. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to be performed with a 2.25 x 15 mm xience xpedition stent delivery system (sds) and a 014 whisper support guide wire. The sds was advancing over the guide wire, but could not cross the target lesion. Reportedly, the sds failed to position due to probable lumen obstruction. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. Analysis of the whisper guide wire revealed the polymer coating was separated and bunched. Additionally, in the guide wire lumen of the xience xpedition sds there was a black substance present sporadically that appeared to be multiple separated pieces of polymer coating.